Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were sticking and reservoir could not seal properly due to crack. The customer¿s blood glucose level was unknown. The insulin pump rejected new batteries and rewind took long time. The customer also reported that the battery life was diminished. The customer declined troubleshooting for high blood glucose value because she was experienced high blood glucose while wearing insulin pump. The insulin pump will not be returned for analysis.